Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when infection began. UDI: unknown partial part number 412.xxx, unknown lot number, UDI is unavailable. This report is for (2) unknown screw/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy dates are unknown due to original implant date unknown. (B)(4): during revision surgery, it was discovered that two screws were cold-welded to the plate. The surgeon had to use a carbide drill to remove the screw heads, and a hollow reamer to remove the screw shafts from the bone. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a proximal tibia less invasive stabilization system (liss) plate and seven (7) screws on an unknown date to repair a right tibia fracture. On unknown date, patient presented to surgeon with exposed hardware where the plate had broken through the patient¿s skin. Surgeon suspects patient had developed a post-operative infection at the implant site, but was prescribed antibiotics prior to the follow up with surgeon. No infection was present at the time of the follow up visit. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. It was determined patient bone was significantly healed, no additional hardware was implanted. During the revision surgery, it was noted that the two (2) most distal screws had become cold welded to the plate. Surgeon used a carbide drill to remove the screw heads from these two screws, and then used a hollow reamer to remove the screw shafts from patient bone. Removal of the two (2) screws caused a delay of approximately 20 minutes. Procedure was completed successfully with no further harm to patient. This complaint to address the screws cold welded to the plate. Revision due to infection addressed in (B)(4). Approx 3 devices in 2 part tabs concomitant devices reported: locking screw (partial part number 422.xxx, lot unknown, quantity 4) screw (partial part number 412.xxx,lot unknown quantity 1). This report is 2 of 2 for (B)(4).